Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity was at 19 percent remaining, however one month earlier it showed 53 percent remaining. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for suspected premature battery depletion. Eight days later when the patient was on the table, but prior to starting the explant procedure, it was noted that the device battery longevity now showed 56 percent remaining. Boston scientific technical services (ts) was consulted to determine if replacement of the device should still occur. Ts advised that due to the previous engineering analysis of the device's memory, the explant should continue as planned. The cause of the secondary change in battery status remained unknown. Subsequently the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity was at 19 percent remaining, however one month earlier it showed 53 percent remaining. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for suspected premature battery depletion. Eight days later when the patient was on the table, but prior to starting the explant procedure, it was noted that the device battery longevity now showed 56 percent remaining. Boston scientific technical services (ts) was consulted to determine if replacement of the device should still occur. Ts advised that due to the previous engineering analysis of the device's memory, the explant should continue as planned. The cause of the secondary change in battery status remained unknown. Subsequently the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.